Event description:
It was reported that the pump's alarm sound was not annunciating of vibrating when alerts and alarms were declared resulting in the customer being hospitalized. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.

Event description:
A new complaint was reported regarding a tslim x2 pump, where the pump was not emitting sound or vibration during a "stopped insulin" alarm, leading to high blood glucose levels. The customer ended up in the hospital on (B)(6) 2025, due to this issue. It was noted that there was no evidence of a malfunction identified in previous troubleshooting. The hospital has recommended replacing the pump, and discussions are in progress to renew it by (B)(6) 2026. The mother, who reported the issue, ended the call before further troubleshooting or education could be provided by clinical support.